Manufacturer narrative:
Device evaluation: the intraocular lens and the preloaded insertion system was received for investigation. The plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. One piece of the broken lens was received out of the preloaded device. Visual inspection at 10x microscope magnification was performed. A broken haptic piece with part of the iol was observed stuck at the cartridge tip section. The condition observed in the returned sample is consistent with a lens and the lens haptics that have been ripped/torn due to the lens being stuck in cartridge during surgical process. Based on the evidence observed, the reported issue of improperly loaded, iol incorrectly loads into the insertion cartridge, was verified in the returned sample. Manufacturing record review: the pcb00 lens manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The visual inspection specifications for defects are defined to release lenses within specifications and in compliance with the product intended use. Labeling review: the directions for use (dfu) were reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the returned lens, historical complaint review and non-conformance/corrective action preventive action (CAPA) review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #:(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a faulty loading/advancing of the lens haptic into the chamber using the preloaded insertion system, model pcb00. The lens was inserted into the eye and was removed in the same procedure. The physician used another pcb00 and the surgery went fine. No patient injury was reported. No further information was provided.